Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the smart cable caused intermittent video display. No delay in the procedure, use of a backup device, or harm to the patient or user was reported.

Manufacturer narrative:
The device has been received by verathon. However; at the time of the report the device has not been evaluated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Manufacturer narrative:
G3, g6, h2, h3, h6, h10. The customer's glidescope core smart cable was returned to verathon for evaluation along with the glidescope core 10-inch monitor and glidescope video baton 2.0 large used during the reported event. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported image issue. The glidescope core 10-inch monitor was evaluated and passed both visual inspection and functionality testing with no failures observed. The camera image quality test was performed for the monitor and passed. Next, the glidescope video baton 2.0 was evaluated which also passed both visual inspection and functionality testing with no failures observed. The camera image quality test was performed for the video baton and passed. The glidescope core smart cable was evaluated next and passed visual inspection. However, when connecting the returned smart cable to known, good, test verathon equipment, the cable produced no image and manipulating the connection to the test imaging devices caused the test monitor to cease recognizing the imaging device. The camera image quality test was performed for the smart cable and failed. The image issue was isolated to just the glidescope core smart cable. Upon completion of the evaluation, the smart cable was scrapped as there are currently no repairs available for this device. The monitor and video baton were returned to the customer along with a replacement smart cable. Corrective action is currently not required at this time. Verathon will continue to monitor for trends.